Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted from (B)(4) within one day. Subsequently, the pump shut off due to insufficient power. The customer¿s blood glucose (bg) level was 300 (mg/dl). A bolus was delivered to address bg level. The customer connected the pump to a power source, loaded a new cartridge and resumed insulin therapy. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.